Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler set leaked. There was a puddle of fluid on the floor that was traced to the tubing which disconnected from the cassette. This occurred during use of the device for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with all leads on cassette ports and a cut heater bag tubing line. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed with no issues and no leaks observed. The set was connected to an in-lab heater bag and machine tested and there were no alarms or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.